Manufacturer narrative:
Additional information: d9. G3, h2, h3, h6, h11 one bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported power delivery and unexpected temperature control issue was confirmed. A simulated ablation was performed, and the catheter displayed a high average temperature rise, consistent with the reported event. The catheter met specifications during electrical testing and irrigation flow testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the power delivery and unexpected temperature control issue is consistent with a design related issue.

Event description:
Related manufacturing ref: 3008452825-2024-00392, 3008452825-2024-00393. During a pulmonary vein isolation procedure, the catheters overheated causing a delay in procedure. When the ablation catheter was first used to deliver energy to the posterior wall of the left inferior pulmonary vein (lipv), it was noted that the set 50 watts was not being delivered. The temperature rose more than normal during ablation and the energy input was not released. The maximum temperature displayed was around 39 degrees, max. Set temperature was 43 degrees celsius. Another location was tried at the roof on the left superior pulmonary vein (lspv), with no resolution. Restarting the dws, generator, tactisys and ensite amplifier components did not provide a solution. Two additional ablation catheters were used with no resolution. A flexibility catheter was then used which resolved the issue, and the procedure was completed with no adverse consequences to the patient.